Event description:
It was reported that the right ventricular lead had a possible fracture. The threshold increased over four years and was now high, and the impedances in the bipolar and unipolar pacing configurations were also high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa, ipg, implanted (B)(6) 2004. (B)(4).